Event description:
It was reported that the pump was replaced on the day of the report and that 18 mls had been removed from the pump during the procedure. The pump logs showed that the empty reservoir alarm had occurred on (B)(6) 2015. It was also reported that there was a volume discrepancy, the expected reservoir volume (erv) was 0 ml and the actual reservoir volume (arv) was 18 ml, and it was later reported that the erv was 1.7 ml and the arv was 18 ml. The patient had experienced increased pain and the date of onset was (B)(6) 2014. It was noted that at the last refill, the pump was still ¿mostly full.¿ the cause of the volume discrepancy was reported to be a ¿non functioning¿ pump. The patient was alive with no injury at the time of the report, and was later reported to have recovered without permanent impairment. The pump was used to deliver fentanyl.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8709, lot# l69144, implanted: 1999 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Upon device return, analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.